Manufacturer narrative:
The t:slim x2 user guide states: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection became disconnected while the customer was sleeping. The customer's blood glucose (bg) level was 462 mg/dl. The bg level was addressed with a bolus via the pump once the luer lock was reconnected. Tandem technical support advised the customer to ensure the connection is tightly secured.